Event description:
It was reported that a catheter shaft break occurred. The 80-90% stenosed target lesion was located in the bifurcation of the moderately calcified posterior descending artery (pda) and posterior lateral artery (pla). A 2.5cm x 15cm emerge balloon catheter was selected for dilatation of the lesion. During insertion, the shaft broke outside the touhy. The physician then reached the wire with his fingers and removed the device. The procedure was completed with another same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a shelf box and product pouch. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a complete hypotube separation 59cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple kinks throughout the shaft. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. The 80-90% stenosed target lesion was located in the bifurcation of the moderately calcified posterior descending artery (pda) and posterior lateral artery (pla). A 2.5cm x 15cm emerge balloon catheter was selected for dilatation of the lesion. During insertion, the shaft broke outside the tuohy. The physician then reached the wire with his fingers and removed the device. The procedure was completed with another same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn corrected from unk731 to h7493918915250. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. The 80-90% stenosed target lesion was located in the bifurcation of the moderately calcified posterior descending artery (pda) and posterior lateral artery (pla). A 2.5cm x 15cm emerge balloon catheter was selected for dilatation of the lesion. During insertion, the shaft broke outside the tuohy. The physician then reached the wire with his fingers and removed the device. The procedure was completed with another same device. No patient complications were reported and the patient's status was fine.